Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and composix kugel hernia patch on (B)(6) 2005 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had revision surgeries on (B)(6) 2010 and (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and composix kugel hernia patch on (B)(6) 2005 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient had revision surgeries on (B)(6) 2010 and (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix e/x mesh (device #1). Per op notes, "a composix e/x mesh (device #1) was placed and sutured." (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel (device #2) and removal of composix e/x mesh (device #1). Per op notes, "lysis of adhesions was performed. The mesh (device #1) had pulled away completely was excised. A composix kugel (device #2) was placed and sutured." (B)(6) 2021 - patient was diagnosed with fistula, infected mesh, recurrent ventral hernia thereby underwent removal of composix kugel (device #2) and implant of synthetic mesh, biological mesh. Per op notes, "lysis of adhesions was performed. Three fistulas were identified due to the erosion of the previously placed mesh (device #2). The infected mesh (device #2) was excised. Then, a synthetic mesh and biological mesh were placed underlay and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the mesh - composix e/x (device #1). An additional supplemental emdr was submitted to represent the mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.